Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient had a button hole central flap in the right eye. The flap was not fully elevated but it was repositioned and left in position. The treatment was aborted and a bandage contact lens was applied. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative noted the system passed zxy calibration, system alignment, and energy verification through the delivery system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a button hole flap during lasik treatment. Additional information received states that the patient did not have a button hole flap but had a vertical gas breakthrough. The procedure was canceled.